Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux application was frozen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux application was frozen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. The technical support specialist remotely accessed the cabinet and found the application unresponsive. It was closed using task manager. Once relaunched, the application loaded successfully, and the customer was able to sign in without any issues. The system functioned as intended after the technical support specialist troubleshot the device.